Event description:
It was reported to medtronic minimed that the customer reported crack on the pump. The customer reported no adverse event. The event involved product mmt-1714k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1714k was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with damaged retainer ring. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, broken reservoir tube lip, partially broken retainer, retainer knit line damage, and missing o-ring (reservoir tube). Cosmetic damage was confirmed at the pump case. Damaged retainer ring confirmed. Unable to lock a test reservoir compartment or test p-cap was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.